Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, olympus confirmed the foreign material adhesion/clogging of the knob wire, however, the foreign material could not be identified. Olympus could not conclusively specify the root cause of the foreign material that remained in the device. There was no deviation from IFU in reprocessing steps for the area foreign material remained. No physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited knob wire had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.